Event description:
The event was reported as: the air couldn't be pumped out from the white air balloon. Defect found during inspection. No pt injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not complete at the time of this report. The DHR (device history record) review was conducted on the reported lot number. The DHR investigation did not show any issues related to the complaint.